Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed a monitoring voltage of 2.73 volts. The device paced 1% in the ventricle and 4-5 % in the atrium, with low outputs.